Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation than an ultraflex tracheobronchial stent was to be implanted to treat tracheal stenosis in the left main bronchus during a bronchoscopic stent placement procedure on (B)(6) 2025. The patient's anatomy was not tortuous (tight) and was dilated prior to stent placement. During the procedure, when delivering the stent shaft toward the distal end of the left main bronchial stenosis segment, the suture knot at the distal end of the stent loosened. The distal tip of the stent was unfurled and became partially exposed (flower-like appearance). The procedure was completed with a different device. There were no patient complications reported as a result of this event and the patient's condition was reported as stable.